Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked at septumon the morning of (B)(6) 2025, while administering intravenous infusion to patient (B)(6), after the cannula was successfully inserted, fluid leakage was found at the white isolation plug. To ensure the normal operation, the cannula was replaced, the puncture was redone, and the infusion was completed. The patient experienced pain and discomfort and was comforted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review(lot#4198330): 1)the products of this batch were assembled at intima ii auto line 2 in aug 2024, and packaged at r240 package line in aug 2024. Work order quantity was (B)(4) pcs. 2)the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3)the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications. 4)no unqualified, deviation or rework activities in the production process. 5)the septum assembly equipment without abnormal maintenance. 2. No defective samples and photos have been received for the complaint. 3. Performed septum leakage test for the retained samples of this batch. The test result showed that no leakage was found at the septum. P 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products.as no defective sample has been received, relevant tests cannot be performed, so the root cause of septum leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available